Manufacturer narrative:
The complaints of high impedance have been confirmed. Visual, microscope, and x-ray inspection of the lead revealed that three cables were completely broken at the bent/kinked location of the lead. The bent/kinked location is 1 cm from the set screw mark of the clik anchor. There are no exposed cables at the fracture location. The lead got kinked after it exits the clik anchor resulting in the reported complaint. It appears that the lead was exposed to excessive mechanical force or movement causing the cable fractures right at the anchor point.

Event description:
A report was received that the patient developed high impedances on a lead. This resulted in the patient losing adequate stimulation. Reprograming was attempted but did not resolve the high impedances nor restore adequate stimulation. The patient underwent a revision procedure in which the lead was replaced, the patient regained adequate stimulation and is doing well post operatively.

Event description:
A report was received that the patient developed high impedances on a lead. This resulted in the patient losing adequate stimulation. Reprograming was attempted but did not resolve the high impedances nor restore adequate stimulation. The patient underwent a revision procedure in which the lead was replaced, the patient regained adequate stimulation and is doing well post operatively.